Event description:
It was reported that on (B)(6) 2023, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer talisman delivery sheath. While attempting to implant the device, it was observed that the right-atrial disc deployed in a bulbous shape. It was noted that the device made contact with the cardiac structures during deployment. The device was not released from the delivery cable while inside the patient. A replacement 25-18mm amplatzer talisman pfo occluder was then successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay, and no patient consequences were reported. The patient was discharged. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deployed into bulbous shape was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Possible causes of device deformity include use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment. The delivery system used during deployment was 9f. One image from the field appeared to show an occluder device deployed while proximal disc was bulbously deformed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined please note that per the instructions for use, the recommended size delivery system for use with a 25-18 mm talisman pfo occluder is an 8f. A 9f sheath was used to deliver the device, which could have contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device.